Event description:
On (B)(6) 2012, the surgeon performed a revision surgery on an approximately (B)(6) male patient. This may have been the patient's third spinal surgery. The surgeon had not previously operated on this patient. The prior surgery was a mid thoracic to s1 fusion with an l2 or l3 pso (pedicle subtraction osteotomy). The implants were integra's titanium coral pedicle screws and cobalt cr rods with another company's interbodies and anterior buttress plates. The revision was due to a non-union superior to the pso coupled with 4 displaced coral locking set screws. The patient suffered from extreme low back pain and an inability to stand upright. The failed set screws were on all four pedicle screws distal to the pso. Wear debris and inflammation were present localized around the instrumentation construct distal to the pso (approximately less than 1mm from all hardware). On x-ray, the screws were not spayed but it was obvious that not all locking caps were present. It appeared that the locking caps were probably never final tightened from when the original surgeon implanted in 2011, as it was not just one locking cap. The current surgeon successfully replaced the pedicle screws distal to the pso, all of the coral set screws, and the cobalt rods with integra titanium rods. The surgeon was able to remove the noticeable wear debris and also implanted another company's interbody at the level of the non-union and iliac bolts. The immediate post operative films looked very good. It was reported that the patient was doing very well. Additional information has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.